Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported via telephone on (B)(6) 2019, that a consumer experienced a corneal ulcer on both eyes due to contact lens wear. It was also reported that due to the corneal ulcer, contact lens wear is no longer possible. Additional information has been requested but not yet received.

Event description:
Additional information received on 27aug2019 via email stating that the consumer has been a contact leans wearer since (B)(6) 2014. It was also stated that the consumer experienced moderate redness and severe pain. The consumer was advised to resume contact lens wear on (B)(6) 2019.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retain sample for the complaint lot was visually inspected for foil, shell, saline, and seal quality defects. No defects were identified during the retain sample inspection. There were no deviations that would contribute to the nature of the complaint. No root cause was able to be identified based on the manufacturing conditions as all processes were reviewed and found to be within specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Two lenses sealed in blisters were received. All two samples were tested. Testing was performed in accordance with alcon operating procedures. The tested samples were found to meet manufacturing specifications for package integrity, osmolality, and ph parameters, and the solution was found to be clear and in specifications. Samples were also in specification for surface and edge visual criteria, as well as, base curve and diameter parameters. The manufacturer internal reference number is: (B)(4).